Event description:
It was reported by service report that the head right outer siderail panel was cracked. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked head right outer siderail panel.